Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
A conclusion could not be reached as the entire instrument was not returned for eval.